Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Also, omsc obtained the additional information from omsi that the user had cleaned the forceps elevator area of the subject device using single use soft brush maj-1888 and the subject device had been reprocessed with unspecified non-olympus automated endoscope reprocessor. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi such as the pictures, and similar past cases, there was the possibility that the this phenomenon was attributed to residual foreign material due to improper reprocessing method not recommended by the instruction manual, or metal oxidation due to insufficient drying of the forceps elevator. Omsi provided additional training of reprocessing to the facility staff and is provided time to time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to (B)(4) for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of (B)(4), it was found that there was foreign material around and under forceps elevator at distal end of the subject device. There was no report of patient injury associated with this event.